Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. During charging the implantable pulse generator (ipg) reaches over 40 degrees celsius, causing the charging to stop and a premature double beep to sound on the charger. Additionally, electromagnetic interference (emi) can interfere with the remote control (rc) communication. The ipg remains implanted in the patient and delivering therapy.

Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. During charging the implantable pulse generator (ipg) reaches over 40 degrees celsius, causing the charging to stop and a premature double beep to sound on the charger. Additionally, electromagnetic interference (emi) can interfere with the remote control (rc) communication. The ipg remains implanted in the patient and delivering therapy. Additional information that patient successfully charged their device using the patches, achieving a full charge with a double beep, and the puck remained cool. The device held a full charge for 41 hours before dropping one bar. There were issues connecting to the patients device for a firmware update due to the ipg reading being less than two bars. The patient does not plan for a revision since the ipg is holding a charge.

Manufacturer narrative:
Corrections to supplemental 1 emdr in blocks h6, h7, and h9.

Manufacturer narrative:
A comprehensive review of events within the quality system identified this record as requiring remediation, including reporting and submission of a supplemental emdr per applicable criteria. Boston scientific has opened a corrective and preventive action (CAPA 8666) investigation to determine the root cause for why a supplemental emdr was not previously submitted to the FDA in accordance with boston scientifics established MDR reporting process and FDA adverse event reporting requirements. Information gained through these investigation efforts will be utilized to determine root cause and implement appropriate preventive action(s), as necessary.

Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. During charging the implantable pulse generator (ipg) reaches over 40 degrees celsius, causing the charging to stop and a premature double beep to sound on the charger. Additionally, electromagnetic interference (emi) can interfere with the remote control (rc) communication. The ipg remains implanted in the patient and delivering therapy. Additional information that patient successfully charged their device using the patches, achieving a full charge with a double beep, and the puck remained cool. The device held a full charge for 41 hours before dropping one bar. There were issues connecting to the patients device for a firmware update due to the ipg reading being less than two bars. The patient does not plan for a revision since the ipg is holding a charge.

Manufacturer narrative:
This report is being submitted to correct the (describe event or problem (b5)) in section b, adverse event/product problem.

Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. During charging the implantable pulse generator (ipg) reaches over 40 degrees celsius, causing the charging to stop and a premature double beep to sound on the charger. Additionally, electromagnetic interference (emi) can interfere with the remote control (rc) communication. The ipg remains implanted in the patient and delivering therapy.

Event description:
The database analysis performed identified a bluetooth fault code when charging the ipg. Noise from the charging field of the charger interferes with the bluetooth communication chipset, thus causing internal resets where the device stimulation momentarily turns off and then returns to normal operation. During charging the implantable pulse generator (ipg) reaches over 40 degrees celsius, causing the charging to stop and a premature double beep to sound on the charger. Additionally, electromagnetic interference (emi) can interfere with the remote control (rc) communication. The ipg remains implanted in the patient and delivering therapy. Additional information that patient successfully charged their device using the patches, achieving a full charge with a double beep, and the puck remained cool. The device held a full charge for 41 hours before dropping one bar. There were issues connecting to the patients' device for a firmware update due to the ipg reading being less than two bars. The patient does not plan for a revision since the ipg is holding a charge.